Manufacturer narrative:
Investigation summary: as no sample or picture has been provided by the customer and considering the fact that the DHR investigation and the retain sample examination didn¿t show any abnormality we could not identify any possible root cause related to the needle manufacturing process at this time. In addition, we confirm that all results for engagement force that is measured as a final test prior to the release of any batch of product to the market were found within the specifications. We would like to inform you that smartslip technology (tm) has been introduced to help to ensure that a secure connection is made with luer slip syringes. It has been designed to reduce the risk of needle disengagement from luer slip syringes, which are the most common syringe design (in europe). Moreover, our needles are manufactured and released according to applicable procedures and specifications and complies with international standard 80369-7 "conical fittings with a 6% (luer) taper for syringes, needles and certain other medical equipment¿.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle eclipse s/t 23x1 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: it was reported that, difficult to insert threads at an angle, leakage additional information provided: no - patient/ user was not harmed. Date of event: 2026-02-19.